Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that the lv lead dislodged. Identified by elevated thresholds. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).